Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. Based on the data and device analysis there was no issue found with the console. The device functioned/operated to specification.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. E1-initial reporter unknown.

Event description:
The user facility reported an issue during prep when the team was attempting to start new case with the console. It was reported that the gear would not rotate when it came time to insert the purge cassette. Therefore, the team was unable to insert the cassette. There was no patient harm.